Manufacturer narrative:
Date rec¿d by MFR : 15may2019. The manufacturer's international service technician confirmed the reported nav-ring issue. The fse reported that the touchscreen was functioning. The manufacturer's international service technician replaced the defective front bezel to address the reported problem. The device was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 24april2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported the navigation button was out of order. There was no patient involvement. Event date not specified, estimate used.